Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device referenced in this report was evaluated in the field by a field service engineer (fse). The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: the serial digital interface (sdi) in port 1 does not work. A sdi cable was connected from sdi out in the cv-190 to sdi in port 1 in the oev-262h and no image was displayed with sdi port 1 selected in the input selection menu. Also unable to get the image to appear on another monitor with the signal run through the oev-262h. When the sdi cable was connected to sdi in port 2 in the oev-262h and the input selection was changed to sdi port 2, the image displayed. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It reported while setting up a high definition lcd monitor out of the box, the serial digital interface (sdi) in number one port did not work when an sdi cable was connected, no image was displayed. There was no patient contact/impact related to this occurrence. .